Event description:
Slc55b calibrated fine and fired ok. First reload slc55b calibrated and fired with firing cycle complete message but knife only advanced half-way down channel and drivers only formed staples up to that point. Md rotated fs to remove knife. Reloaded another and completed pouch by cutting uncut portion.